Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure the right ventricular (rv) lead¿s threshold increased the r-waves dropped. The patient was brought back into the cathlab and the rv lead was repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.